Event description:
In 2002 the end-user called disetronic, USA and stated that pt was admitted to hospital with hyperglycemia 5 days before. Pt thought the soft cannula was bent and the adhesive pad was wet and smelled like insulin. The following month maersk medical a/s rec'd the complaint. No samples have been returned.